Manufacturer narrative:
(B)(4). A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.

Manufacturer narrative:
Tracking no: (B)(4).

Event description:
The customer report : staples didn't closed correctly consequences : important loss of blood "minilaparotomie" to do digestive anastomosis.